Event description:
A us dist contacted zoll to report that a pt experienced six inappropriate defibrillation treatments. Atrial fibrillation with rapid ventricular response at 189 bpm, 203 bpm, 196 bpm, 217 bpm, 225 bpm, and 220 bpm contributed to the false detections. The first treatment occurred on (B)(6) 2014 and the remaining treatments occurred on (B)(6) 2014. The pt received a replacement electrode belt after the first treatment. The pt was conscious at the time of both treatments. The pt's son was with the pt only part of the time during the second treatment event. A review of the downloaded data confirms that the response buttons were pressed but only after the final treatment event. The pt was taken to the hosp following the event. It is unclear whether the pt will continue to wear the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt was taken to the hosp following the treatment events. It is unclear whether the pt will continue wearing the lifevest. Device evaluation was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. There are two electrode belts associated with this pt as the pt received a replacement belt after the first event. Monitor (B)(4): 12/2013 - reuse. Electrode belt (B)(4): 04/2013 - reuse. Electrode belt (B)(4): 05/2014 - initial use. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent and inappropriate defibrillation. (B)(4).